Event description:
Event description boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) sensed noise on this defibrillation lead during a chest xray which resulted in this patient receiving a shock. This patient is pacemaker dependent.